Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer verified connection between the reservoir and infusion set was secure. Customer stated not strain and infusion set is not bent or kinked. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer states the insulin did not exit. Next, customer was asked to manual prime of insulin. Customer stated the insulin did exit and device did not alarm. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to change entire set and monitor the device. Customer's blood glucose level was 230 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)